Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported re-stenosis is a known adverse event as listed in the acculink instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The emboshield nav 6 is being reported under a separate medwatch report number.

Event description:
It was reported that unk acculink in-stent restenosis occurred three years post implantation in the right internal carotid artery and balloon angioplasty was performed on (B)(6) 2008. In-stent restenosis occurred again and an rx acculink stent was implanted inside the first stent to treat the restenosis on (B)(6) 2010. Additionally, during this procedure, on (B)(6) 2010, the open emboshield nav 6 embolic protection device (epd) was inadvertently pulled back into lesion during advancement of a non-abbott dilatation catheter. The epd was pushed back into position using the dilatation catheter. When balloon dilatation was performed the open epd was again pulled down into lesion. The physician believed a larger filter was needed so the epd was easily removed using the retrieval catheter. Non-abbott epds were used to complete the stenting procedure. There was no adverse patient effect. Though requested no additional information was provided.